Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had an alarm for scan disk error. There was no patient involvement reported.

Manufacturer narrative:
Additional information: e1 : name and email: (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The biomed technician discovered the cardiosave's safety disk to have >6,000,000 cycles and the tidal volume disk to have 1943hrs. Both these components were due for replacement. The biomed technician replaced both the safety disk and the tidal volume disk. The technician ran all tests in accordance to the manufacturer's specifications. The product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.